Manufacturer narrative:
Concomitant medical products: competitor unknown, ICD, implanted: unknown date.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance due to an apparent high voltage coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.